Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience elevated blood glucose levels (364-506 mg/dl) and ketones. Customer delivered shots of insulin to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care provider.